Event description:
Senseonics was made aware of an incident where user reported swelling on the sensor site.according to the user, the swelling disappeared 4 days after the sensor removal. User's hcp is aware of the event and prescribed antibiotics as preventive measure, but no infection was confirmed.per dms, user is currently using the system with up to date information.

Manufacturer narrative:
The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/swelling/pain/ inflammation/infection around the insertion site is a known anticipated adverse event.the user reported swelling on the sensor site.according to the user, the swelling disappeared 4 days after the sensor removal. User's hcp is aware of the event and prescribed antibiotics as preventive measure, but no infection was confirmed.per dms, user is currently using the system with up to date information.